Manufacturer narrative:
The product was not returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that the "needle did not deploy" - despite this, the pod was worn for a period of six hours. During this time, high bgs (328-357mg/dl) were experienced. The pod was deactivated and will be returned for evaluation.